Manufacturer narrative:
Exact date of post-operative device breakage is unknown; however, a post-revision review of all previous x-rays identified at least one (1) broken screw as early as one (1) month post-operative. Further, patient reports of pain began approximately two (2) to three (3) months post-operative. (B)(4). Only the screw heads were removed during the explant procedure on (B)(6) 2016. The remainder of the device remains in situ. As such, the screw is not considered to have been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 25, 2014 - expiry date: april 1, 2024. The article was sterilized by supplier (B)(4). The lot of (B)(4) pieces was released with no non-conformance reports or deviations noted on the production file. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016 due to reports of pain. The patient was originally treated with the implantation of a 2.4mm titanium variable angle locking compression plate (va-lcp) and an unknown quantity of locking screws on (B)(6) 2016. Approximately two (2) to three (3) months after the original procedure, the patient began experiencing joint pain. At the time, the surgeon thought that the patient was experiencing normal post-operative pain related to the procedure. However, the patient returned to the operating room on (B)(6) 2016 to undergo hardware removal. It was at this time that the surgeon discovered that four (4) of the five (5) locking screws placed on the distal portion of the plate had broken. The surgeon removed the heads of the screws, but the shafts and threads were left in situ. Upon review of all previous x-ray images taken for this patient, the surgeon noted that the at least one (1) screw on the ulnar side had broken within the first month of implantation. Concomitant device(s) reported: variable angle locking compression plate (part: 04.111.730s / lot: 8955246 / quantity: 1). This report is 3 of 4 for com-(B)(4).